Event description:
It was reported that the catheter broke. A 150/20/1tip renegade was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During unpacking, the distal part of the catheter broke. The procedure was completed with another renegade device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade microcatheter inside the hoop. The hoop needed to be flushed in order to remove the complaint device. Analysis of the tip, shaft and hub/strain relief included microscopic and visual inspection. The ends of the outer shaft separation had stress marks in the material, indicating excessive tensile force was put upon the shaft. The inner shaft was stretched taught, also indicative of excessive tensile force. Inspection revealed a complete separation both the inner and outer shaft located 12mm from the strain relief, with the inner shaft stretched for a length 32.5cm. Inspection of the rest of the device found no other damage to the device.

Event description:
It was reported that the catheter broke. A 150/20/1tip renegade was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During unpacking, the distal part of the catheter broke. The procedure was completed with another renegade device. No patient complications were reported.